Event description:
The report received from the (B)(6) study indicated that the patient experienced myocardial infarction approximately 38 months post index procedure. The patient¿s medical history is significant for angina, previous pci (2)-last (B)(6) 2007, CABG (1) - 2000, hyperlipidemia, hypertension, diabetes mellitus ii, current smoking, anemia, and thoracic aneurysm. The patient was enrolled in the study and had a cypher 2.25 x 18 mm stent successfully implanted at 10 atm. In the distal right coronary artery (rca) after pre-dilation during the study index procedure. The patient was found to have one-vessel disease and had one target lesion treated during the procedure. The patient¿s left ventricular ejection fraction (lvef) was not available. There were no procedural complications, device deviations or adverse events reported prior to discharge. The patient was discharged the day after the procedure. Approximately 38 months post index, the patient experienced myocardial infarction. As per crf, the patient had a anteriolateral high risk of nstemi vs posterior stemi. The patient had a cardiac cath done, but no add info is available. The event was ongoing and improved. It is unknown if there was any intervention given. The event was not related to the study stent, drug or procedure in an investigator¿s opinion.

Manufacturer narrative:
Concomitant medications included altace, avodart, diltiazem, glimepiride, isosorbide mononitrate, lipitor, metoprolol succinate, niaspam, pepcid, ramipril and xopenex. The DHR is currently being performed thus additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The report received from the cypress study indicated that the patient experienced myocardial infarction approximately 38 months post index procedure. The patient¿s medical history is significant for angina, previous pci (2)-last (B)(6) 2007, CABG (1) - 2000, hyperlipidemia, hypertension, diabetes mellitus ii, current smoking, anemia, and thoracic aneurysm. The patient was enrolled in the study and had a cypher 2.25 x 18 mm stent successfully implanted at 10 atm. In the distal right coronary artery (rca) after pre-dilation during the study index procedure. The patient was found to have one-vessel disease and had one target lesion treated during the procedure. The patient¿s left ventricular ejection fraction (lvef) was not available. There were no procedural complications, device deviations or adverse events reported prior to discharge. The patient was discharged the day after the procedure. Approximately 38 months post index, the patient experienced myocardial infarction. As per crf, the patient had a anterolateral high risk of nstemi vs posterior stemi. The patient had a cardiac cath done, but no add info is available. The event was ongoing and improved. It is unknown if there was any intervention given. The event was not related to the study stent, drug or procedure in an investigator¿s opinion. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Myocardial infarction is a known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient¿s complex medical status, vessel characteristics and procedural factors may have contributed to the event.

Manufacturer narrative:
Addendum: additional information received through adjudication minutes indicated that study stent was found 40% restenotic. The patient also had an atrial fibrillation for few hours during/post procedure on (B)(6) 2013 along with previously reported event of myocardial infarction. The report received from the cypress study indicated that the patient experienced myocardial infarction, atrial fibrillation and coronary artery reocclusion approximately 38 months post index procedure. The patient¿s medical history is significant for angina, previous pci (2)-last (B)(6) 2007, CABG (1) - 2000, hyperlipidemia, hypertension, diabetes mellitus ii, current smoking, anemia, and thoracic aneurysm. The patient was enrolled in the study and had a cypher 2.25 x 18 mm stent successfully implanted at 10 atm. In the distal right coronary artery (rca) after pre-dilation during the study index procedure. The patient was found to have one-vessel disease and had one target lesion treated during the procedure. The patient¿s left ventricular ejection fraction (lvef) was not available. There were no procedural complications, device deviations or adverse events reported prior to discharge. The patient was discharged the day after the procedure. Approximately 38 months post index, the patient experienced myocardial infarction. As per crf, the patient had a anterolateral high risk of nstemi vs posterior stemi. The patient had a cardiac cath done, but no add info is available. The event was ongoing and improved. It is unknown if there was any intervention given. The event was not related to the study stent, drug or procedure in an investigator¿s opinion. Additional information received through adjudication minutes indicated that study stent was found 40% restenotic. The patient also had a atrial fibrillation for few hours during/post procedure on (B)(6) 2013. The study stent remain implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Reocclusion, myocardial infarction and atrial fibrillation are known potential adverse events associated with implanting coronary artery stents. The act of angioplasty inherently produces a localized vessel injury, including plaque compression and splitting, which leads to damaged heart cells and the release of cardiac biomarker enzymes into the systemic bloodstream. This action (inherent risk of the procedure) may have contributed to the event of mi. The act of coronary stenting in an ostial lesion is associated with a low success rate, high rate of complications and a high incidence of target vessel revascularization. Review of the available information suggests that aside from the inherent risk of the procedure that, vessel/lesion characteristics may have contributed to the event. There is nothing to indicate that these events are related to the design or manufacturing process therefore no action is required.